Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned. Lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt contacted lifescan alleging that her one touch ultra meter was reading in the incorrect units of measurement. The medical affairs specialist (mas) left a phone message for the pt and sent a letter to the pt. The mas spoke with the pt on 6/24/05. The pt tested with the reported meter in the morning; the result was in mg/dl, but she did not recall the specific result. She obtained a result of 8.9 mmol/l (converts to 160 mg/dl) on the meter in the evening of the same day. She did not seek medical attention and continuted with her usual diabetes treatment regimen. She contacted lifescan to report the reading with a decimal point within an hour of obtaining the result. There is no indication that the pt experienced injury and medical intervention due to the product. The customer care representative (ccr) confirmed that the meter was set to mmol/l instead of mg/dl. The pt had not recently changed any settings in the meter and had not dropped the meter. The case is being reported as a product malfunction medical device reportable because the meter units of measurement changed from mg/dl to mmol/l while the pt claimed to have not changed the meter settings. The meter was replaced.